Event description:
It was reported that when patient presented to the hospital receiving inappropriate shock due to lead ventricular noise. Upon device interrogation, lead noise was confirmed on the rv lead. On the ra lead high, out of range, high voltage lead impedance issue was observed. Upon pocket manipulation, lead noise was not reproducible. Patient was scheduled for lead imaging to determine if noise was due to lead dislodgment. Programming changes were made. Patient was stable and remained in the hospital to be monitored. Lead imaging was performed and leads were in stable condition and position. Patient was stable.

Event description:
The right ventricular and atrial leads were repositioned.

Manufacturer narrative:
MFR# 2017865-2017-04073 follow up # 1 correction : (B)(4) 2017.